Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's pump was damaged. It was reported that the reservoir compartment was broken. The customer's blood glucose level at the time of incident was reported to be unknown. It was reported that the damage occurred when pump fell on the ground. It was reported that the customer has been receiving no delivery alarms. It was reported that insulin continues to drip after motor stops during manual prime process. Troubleshoot was reported to be conducted. It was reported that the drive support cap was protruded. It was reported that the pump would be replaced and returned for analysis.